Event description:
The reporter indicated that a 13.2mm vicmo_13.2 implantable collamer lens of -5.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens explanted due to glare/haloes. The problem reportedly has been resolved. Cause reported as a patient related factor.

Manufacturer narrative:
Claim# (B)(4).